Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction. Systemic dermatologic reaction. Name of surgery? (Robotic procedures) rtlh-bslo / robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy . What was the procedure date? (B)(6) 2022. What date /day post op was the reaction noted? (B)(6) 2022. Was prescription strength medication treatment provided? Steroids and antibiotics, hospitalized, dermatology consult. Was any surgical intervention performed? Please describe how was the adhesive was applied. Prep used: chloraprep. What prep was used prior to, during or after adhesive use? Prep used: chloraprep. Was a dressing placed over the incision? If so, what type of cover dressing used? . No dressing. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Patient is hypersensitive to pressure sensitive adhesive. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi: pt ID: (B)(6). Gender: f. Dob: (B)(6). Bmi: 40. Patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Patient has had previous exposure to adhesive. Current patient status. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a rtlh-bslo / robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2022 and topical skin adhesive was used. The patient had systemic dermatologic reaction to adhesive and was hospitalized. Patient treatment: steroids and antibiotics, hospitalized, had dermatology consult. No device will be returned. Additional information has been requested. .